Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports that during the procedure of placing the cvc it was noted that there was resistance at the time of insertion. The device was removed and replaced.

Event description:
The customer reports that during the procedure of placing the cvc it was noted that there was resistance at the time of insertion. The device was removed and replaced.

Manufacturer narrative:
Qn#(B)(4). The sample was not returned; however, the customer provided one photo for evaluation. The photo was of the cvc catheter inside a bag. No defects or anomalies can be seen on the catheter from the picture. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit explains to the user how to advance the catheter and "if resistance is encountered, withdraw catheter relative to guidewire about 2-3 cm and attempt to remove guidewire." Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.